Event description:
It was reported that (2) er320 from a fnc92 kit were used during a lap chole procedure. It was reported by the rep that the surgeon ligated the cystic duct and cystic artery using the er320 provided in the kit. Some of the clips started to open in the middle of the clip. The surgeon brushed the clips from the vessels and when he tried to religate the er320 jammed. A new er320 was pulled from the shelf to close the vessels. The surgeon finished the case. There was no consequence to pt.